Event description:
The pt's implant extruded. According to the healthcare professional, the skin flap was infected. The device was explanted and the pt was reimplanted with a new device. The healthcare professional has been informed that the explanted device should be returned to cochlear corp.